Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin leaked out the reservoir twice. Customer's blood glucose level was 16.2 mmol/l. The leak occurred while the customer attempted to unscrew the plunger from the bottom of the reservoir into the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.